Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that during surgery, prior to implantation, the polyethylene plug disassociated from the tibial component. Another device was used to complete the surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual and dimensional evaluations were performed, foreign material was found on the returned baseplate. Articular surface plug was missing. This plug was not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.